Event description:
The customer reported error e103 occurred for the first time, turning the device off and on again initially resolved the error, however, the error reappeared at regular intervals. The issue occurred during inspection for use involving an olympus xenon light source. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.